Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened to a lab (japanese) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could neither be confirmed nor duplicated in the lab. A root cause of the complaint could not be determined. A simulated spike insertion with the returned set was executed successfully, with no problem found either dimensionally or in the insertion. There was evidence of dimensional or shape problems, or lack of functionality in the returned device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation has not begun yet. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that the spike was separated from the spike port of uv twin bag. When the patient removed the connector cover to separate the connection between the spike and the bag, the connection was separated unexpectedly. There was no patient injury or medical intervention. There was patient involvement.